Event description:
709243654-ins deep, hard to charge]: information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient needed to get an MRI and needed to know their MRI eligibility. The patient said they were getting another MRI done because they had their implanted neurostimulators revised and the healthcare provider put the device in deeper on (B)(6) of last year.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.